Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to attempt to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located at 8 mm proximal to the proximal marker band. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the hypotube shaft found no issues with the shaft. A visual and tactile examination of the hypotube shaft found no issues with the shaft. This concludes the product analysis.

Event description:
It was reported that the balloon was broken. The target lesion was located in the arteriovenous fistula (avf). A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. However, during the procedure, it was noted that the balloon was broken. The device was removed, and the procedure was completed with another of the same device. The patient's condition following the procedure was stable. It was further reported that the balloon was completely removed together with the catheter sheath.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon was broken. The target lesion was located in the arteriovenous fistula (avf). A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. However, during the procedure, it was noted that the balloon was broken. The device was removed, and the procedure was completed with another of the same device. The patient's condition following the procedure was stable.

Event description:
It was reported that the balloon was broken. The target lesion was located in the arteriovenous fistula (avf). A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. However, during the procedure, it was noted that the balloon was broken. The device was removed, and the procedure was completed with another of the same device. The patient's condition following the procedure was stable. It was further reported that the balloon was completely removed together with the catheter sheath.

Manufacturer narrative:
(B)(6).